Manufacturer narrative:
Date sent to the FDA: (B)(6) 2020. Additional information: a1, a2, b7, d1, d4. Additional b5 narrative: it was reported that the patient experienced pain following surgery.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2017 and meshes were implanted, due to her pelvic organ prolapse. It was reported that the patient underwent surgery due to mesh complications on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.